Manufacturer narrative:
Investigation summary: the complaint alleges issue on extra slides (catalog number 491346, serial number (B)(6)). Based on service investigation, found that the diti tips loose. Therefore service had tightened the tip, performed diti calibration and tested the tips. Complaint is confirmed and root cause attributed to loose diti tip. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review revealed no complaint for similar root cause attributes. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while testing with bd totalys slideprep, the diti was dripping patient specimen into the adjacent slides leading to possible cross-contamination. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd totals slide prep, the diti was dripping patient specimen into the adjacent slides leading to possible cross-contamination. There were no health impact or consequences reported.